Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown cardiovascular procedure on (B)(6) 2019 and suture was used. The suture was broken when handling the suture. The operation time was extended within 30 minutes but there is no problem with the patient. No additional information is available. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/20/2019. Additional information was received: qty to be returned: 2 = 1 lot number: unknown = pbq601 h3 device evaluation summary: the actual device was received for evaluation. One labeled winding forme and one needle-suture in two sections of product code 8805, lot pbq601 were returned for analysis. The product code is double armed. During the visual inspection of the opened sample, the swage and attachment area were noted to be as expected. However, marks on the body needles and the end of the suture pieces were cut that appears to be by the use of a surgical instrument could be observed. In addition, a functional test was performed on one suture piece and the tensile strength force was above the minimum requirement. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling.